Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was in good condition and there were no complications related to the explant.

Manufacturer narrative:
UDI (di): (B)(4).